Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a bankart procedure, as the surgeon was using the ar-1923ds disposable kit for 2.9 mm pushlock to drill for the second pushlock, the drill welded to the drill guide. When the surgeon tried to separate the two, the drill heated up so much that it melted the handle, and slid down the shaft of the guide. The surgical assistant grabbed the drill, and the drill ended up burning their hand. A second drill guide was not available. A 2.5 guide wire was used to create a hole for the insertion of the pushlock. Two additional pushlocks were implanted using this method. The rep reported the procedure was completed and the patient outcome was good. Additional information has been requested. Additional information received on 10/08/2019: the rep stated that the burn was minor, and there are no available pictures of the burn. The doctor ran the burn under cold water. The rep reported the drill did not come into contact with the patient, and no other individual was burned. No additional incisions were necessary. The device will be returning for evaluation.

Manufacturer narrative:
Complaint confirmed, the drill bit was found to be stuck inside the shaft/sleeve. The shaft was found to have pulled out from the handle. The most likely cause of the drill bit being stuck in the shaft is bending the device during use. The shaft most likely pulled out due to the heat generated by the drill bit, when the user attempted to pull the drill bit out.